Manufacturer narrative:
Corrected information in d9 and h3. Additional information in d4: lot number and UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the hex on one of the closure tops is damaged. There are no signs of other damage on either closure top; there are indications of use. Medical records were provided and used to confirm the closure tops backed-out of their mating screws. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to improper tightening at the time of original surgery, traumatic events post-operatively, or other unknown patient and operational factors. DHR review: per DHR review for the closure tops, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a follow up x-ray revealed that a closure top had backed out of an iliac screw on the right side. The patient did not experience any symptoms. When the surgeon performed the revision surgery, he found another set screw had backed out. He removed and replaced both set screws and tightened them according to the surgical technique. A crosslink was then added across the construct.this is report one of four for this event.

Manufacturer narrative:
Reference reports: 3012447612-2021-00204 to 3012447612-2021-00206. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a follow up x-ray revealed that a closure top had backed out of an iliac screw on the right side. The patient did not experience any symptoms. When the surgeon performed the revision surgery, he found another set screw had backed out. He removed and replaced both set screws and tightened them according to the surgical technique. A crosslink was then added across the construct. This is report one of four for this event.